Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported a primary alarm failure. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the power management pcba (printed circuit board assembly) and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.

Manufacturer narrative:
G4: 27jul2020. B4: 29jul2020. A pm pcba (power management, printed circuit board assembly) was returned for analysis. A visual inspection of the returned component was performed; no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed, and the reported complaint could not be confirmed. No failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.